Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of receiving multiple supply bag lines are blocked messages that occurred during dwell 2 of 5 of treatment. The patient did not perform a manual exchange. A review of the patient¿s treatment records identified that the patient drained 4547 ml during drain 0 of 5 of treatment. This drain volume is 241% the patient's prescribed fill volume of 1890 ml. As a result of the iipv event, the technical support representative advised the pdrn to discontinue use of the cycler. The cycler was replaced. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indications of dried fluid within the cassette compartment on the pump. There were visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane valve actuation test ¿ passed. System air leak test ¿ passed. A (as received with reduced dwell) simulated treatment was performed and completed. The cycler weighed fill volume values were within tolerance for a liberty cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of receiving multiple supply bag lines are blocked messages that occurred during dwell 2 of 5 of treatment. The patient did not perform a manual exchange. A review of the patient¿s treatment records identified that the patient drained 4547 ml during drain 0 of 5 of treatment. This drain volume is 241% the patient's prescribed fill volume of 1890 ml. As a result of the iipv event, the technical support representative advised the pdrn to discontinue use of the cycler. The cycler was replaced. Additional information was requested but was not received to date.